Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two expedium screws and 3 instruments broke intra-operatively when introducing the screws into the ilium. The patient showed very osteoporotic bone in the lumbar segments. The ilium however was quite sclerotic. The taps have been used. When introducing the screw, first the tip of the screw driver broke. The screw however was only partially been introduced. Therefore the surgeons tried to block the polyaxiality of the screw head by turning the screw driver extensively in order to bring down the screw. It is when the screw heads detached from the screw shank. In addition the screw got stuck in the screw driver.

Manufacturer narrative:
Expedium quick connect screw driver [product code: 2797-12-400, lot numbers: mi33608] was returned to the complaints handling unit (chu) for evaluation. Visual inspection has revealed fracture located at the distal tip on driver. Closer evaluation of the sleeve component for the si driver [mi33608] showed signs of deformation. Fracture analysis suggests that the drivers underwent a quasi-static torsional shear overload failure starting at the hex lobes and is extended to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tip breakage cannot be positively determined. However, fracture analysis suggests that the drivers underwent a quasi-static torsional shear overload failure starting at the hex lobes and is extended to the center of the shaft. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.